Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-8990st serial/batch number (B)(6) was received for investigation. Visual evaluation revealed that the fibertak inserter shaft's tip was significantly bent; no other issues were observed in the device. This event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.

Event description:
On 11/22/2022, it was reported by an arthrex employee via email that an ar-8990st fibertak dx suture anchor inserter did not pass through when inserting and the inserter shaft bent after it was tapped in. Surgeon used a new product and case was completed. This was discovered during a procedure on (B)(6) 2022. Additional information received on 11/28/2022: this was discovered during a lateral ligament repair of the ankle joint and completed using an ar-8990st fibertak dx suture. The shaft bent but did not break.